Event description:
It was reported that during spine surgery, it was observed that the motor device had "hose damage". There were no delays in the surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was corrected. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment revealed that there was a hole in the intake hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.